Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the tip of the osteotome broke off within the cannula, and the doctor retrieved the broken piece. No patient complications were reported.